Manufacturer narrative:
(B)(4).

Event description:
Pt reports signal loss on iphone.

Manufacturer narrative:
Com-(B)(4).

Event description:
Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.